Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The reported event that the receiver lost signal and circle became grey with red icon in middle of circle was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver lost signal and circle became grey with red icon in middle of circle. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.